Event description:
It was reported that the patient had the recharger replaced through repair but when he got it, it wasn't charging the implant in his back. The patient stated "it wasn't doing anything for his stimulator." The patient stated this was about 6-7 months ago and he gave the defective recharger to his physician to send back to the manufacturer. The patient didn't know if his unit was bad now or it was the recharger that wasn't working. The patient currently had no stim sensation and reported his stimulator was completely dead and he had lost his recharger a couple months ago. The patient stated he went to his doctor's office to meet with the manufacturer's representative after losing the recharger but the representative did not bring the recharging system to check his device so nothing was done. Additional information suspected that the implantable neurostimulator (ins) was overdischarge. The last successful recharging session was over 12 months ago. The manufacturer's representative reported that it had been approximate 1.5 years since the patient had felt stim or had therapy and approximate 15 weeks prior to that time was the last recharge session. It was unknown if this was the patient's 1st overdischarge. A power on reset condition occurred. The doctor stated the ins was not able to be recharged and required to be replaced. The patient refused any additional surgery due to fear of infection.

Manufacturer narrative:
Product ID: 3998, lot# v006732, implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008 product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3550-29, lot# n142183, implanted: (B)(6) 2008, product type: accessory. (B)(4).